Manufacturer narrative:
Product event: (B)(4) method: facility disposed of device. Device is not available for return and inspection. Eval code results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Event description:
It was reported that the system remains active and delivers energy when the footswitch is not being pressed and the buttons on the handpiece are not being pressed. Not patient impact or injury. The associated generator and footswitch were returned and via analysis were found to be operating as intended and met all product specifications. Due to the fact that the device was not returned it could not be confirmed if the device operated as intended and met all product specifications therefore, this MDR is being submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.